Event description:
It was reported that bold got cross threaded into nail, end of threads were damaged.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.